Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens slid a bit forward. The leading haptic then began moving in the wrong direction. The delivery system was removed from the eye and the lens came out.